Event description:
It was reported that during final placement and measurement, impedance increased to greater than 3000 ohms and the threshold increased to 5 volts, r waves decreased and intermittent capture was noted. It was also reported that the helix was not able to be extended from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. The inner insulation was kinked at various locations. Blood was present on the helix. The lead was stretched.